Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Moisture damage keypad traces during visual inspection. Pump was received with cracked reservoir tube window corners and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer's insulin pump was not working. Customers stated that received crack in reservoir window as well as blank display .the blood glucose level was 278mg/dl due to pump was not working and troubleshooting was performed for blank display . The insulin pump will be returned for analysis.